Manufacturer narrative:
Retainer ring=black. The pump was returned for motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period, drive count error boundaries exceeded after movement, and cosmetic damage located at the back of pump(crack) found on (B)(6) 2021. Pump successfully downloaded traces and history file using thump. Unit passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 41 or pump error 43 alarms noted during testing. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. However, moisture damage noted on the motor. The motor was tested outside of the device and passed. An error in the motor was detected by reading unexpected value from hall sensor confirmed in the pump history files on 07/31/2021 at 8:47pm. Pump error 41 confirmed in the pump history files on 07/31/2021 on 8:47pm. P-cap / reservoir locks properly into place. The following were noted duing visual inspection: scratched case and cracked case on the battery tube side. Cosmetic damage was confirmed where cracked case on the battery tube side was noted. However, drive count error boundaries exceeded after movement. And pump error 41 alarms confirmed in the pump history files on (B)(6) 2021 due to corroded motor home switch. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms where an error in the motor was detected by reading unexpected value from hall sensor (pump error 41) and an error in the motor was detected by reading unexpected value from hall sensor (pump error 43). Customer was able to clear the alarm and was able to complete rewind process. Customer also reported a crack on the battery compartment. No harm requiring medical intervention was reported. The device was returned for analysis.